Event description:
This report is being filed due to a clinically significant atrial septal defect. (B)(4)- expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation (mr) grade 4+. One mitraclip was implanted, reducing the mr to grade 1+. On (B)(6) 2022, a follow-up echocardiogram was performed with recurrent mr observed. On (B)(6) 2023, moderate mr was observed and an atrial septal defect (asd) was also found. On (B)(6) 2023, the patient was admitted to the hospital. Another mitraclip procedure was performed as treatment without an issue reported. Per physician, the recurrent mr treated with another procedure was unrelated to the mitraclip and was related to disease progression. Reportedly, the clip had remained stable and well seated without any device related injury. On 06/21/2023, an asd repair was also performed. There was no adverse patient sequela reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this issue. Based on available information, a cause for the reported atrial perforation could not be determined. Additionally, atrial perforation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.